Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. After review of the medical records the patient was revised due to recurrent dislocation and hip pain. Clinical indication of (B)(6) 2022 of left tha appeared to have fluid collection at the posterior superior aspect of the left hip. There is hyperintense stir signal in the acetabulum and femoral shaft on the left. Doi: (B)(6) 2020 ; dor: (B)(6) 2022 ; left hip.

Event description:
Medical records received. On 02/18/2021, medical records note the left hip is one year post arthroplasty with no pain. 05/18/2022 medical records note that on (B)(6) 2022 the patient dislocated their left hip and had a left hip reduction. (B)(6) 2022 a CT was noted to show periprosthetic soft tissue fluid collection posteriorly on 07/27/2022 medical records note the patient is 6 weeks status post left hip head and liner exchange for recurrent dislocation. Patient is still experiencing right hip pain (unknown implants).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. E3: the initial reporter has been removed for confidentiality/privacy. The initial reporter is the patient. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by our patient that "I had hip replacement surgery in 2020 and in 2022 my hip dislocated three times within a five week period. Shortly after that I had revision surgery. I believe the first device was pinnacle conventional and I now have dual mobility. Is there any recourse for this implant failure?"